Manufacturer narrative:
One device was returned for repair with complaint that air sensor was loose. There was no prior service history and no recurring alarms. Complaint was confirmed through visual inspection. Re-applied adhesive to air detector sensor. Device was working correctly post repair.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump exhibited a loose air sensor. There was no patient involvement, no patient injury was reported.